Event description:
Approximately one month after treatment with bovine and human collagen the pt who is the treating physician observed an abscess at one of the injection sites. Various treatment areas have continued to have reactions. Physician diagnosis; abscess and granuloma. Treatment intervention intralesional kenalog. This is the same event and the same pt reported under MDR ID# 2939859-2004-00386.